Event description:
As reported by our edwards lifesciences japanese affiliate, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. A 14fr esheath+ (esp) and a commander delivery system (ds) were inserted from the right leg via a puncture, and valve alignment was performed without resistance. After crossing the native valve and pulling back the flex catheter, it was noticed that the alignment marker and the coil inside the balloon of the ds were significantly misaligned. Since it was considered that there was a possibility that the alignment marker and the balloon were also misaligned, a decision was made to remove the ds. While trying to withdraw the ds back into the esp, decrease of blood pressure and pericardial effusion were observed, thus drainage was started. Since pericardial effusion was severe, 2nd esp and ds were inserted from the left side leg to deploy a thv valve first. The valve alignment of the 2nd ds was performed without problems, and a s3ur valve was deployed with 0.5 ml more than nominal volume and landed 90:10 aortic/ventricular position as intended. After the valve deployment, blood pressure could not be confirmed. Therefore, cardiac massage and introduction of a percutaneous cardiopulmonary support (pcps) were performed. Then, after the blood pressure became stable, the 1st ds and esp were removed as a unit. Since pericardial effusion was still observed, thoracotomy was performed. A left ventricular (lv) perforation by a guidewire was confirmed, and hemostasis at the bleeding point was performed. The pcps was removed, and an intra-aortic balloon pumping (iabp) was introduced for afterload reduction. The patient left the operation room under intubation. After the procedure, a video of the procedure was confirmed, and it was found that the coil of the ds was misaligned before performing the valve alignment. Therefore, the doctor pointed out that it was highly likely that the misaligned coil of the ds was a manufacturing defect. Additionally, it was confirmed by inflating the balloon of the withdrawn ds that the valve had been on the balloon without misalignment. The ds will be returned for the evaluation. Per follow-up, following information has been obtained. There was no abnormality observed during device preparation. Withdrawal difficulty occurred when withdrawing the ds back into the esp since there was a thv valve crimped on the ds. No other adverse event occurred during the procedure. The patient outcome was provided as 'extubation' was performed. An additional follow-up revealed the following information. There was no difficulty crossing the native annulus. The valve did not move on the ds balloon after crossing the annulus. The flex tip was flush with the thv valve before retracting the ds with valve back into the esp. There was no damage to the esp. The video and images were provided.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The provided device-related photos and fluoro imagery were reviewed, and the following was observed; before valve alignment, valve appears to be tilted in position (non-coaxial with flex tip) while tracking through descending aorta. Imagery related to valve alignment at descending aorta, tracking over the aortic arch, crossing the native annulus, and flex tip retraction after crossing the native annulus were not provided for evaluation. A fluoro screen shot was provided during a retraction of the delivery system at descending aorta. Review of the image revealed the following. The flex tip was retracted and positioned between the 2nd and 3rd of the triple markers. The crimped valve appears to be positioned between the valve alignment (va) markers with the proximal edge of the crimped valve aligned right on the edge of the proximal valve alignment marker, and approximately 1mm gap between the distal edge of the crimped valve and distal valve alignment marker. It is difficult to visualize the orientation and condition of the spring coils due to overlapping of the crimped valve. Pending device returns for further evaluation. Post system removal, the valve appears to be aligned on the inflation balloon. Residual fluid was observed in the balloon. Post system removal, delivery system (ds) balloon was able to be fully inflated to deploy the valve. The valve remains stable throughout the entire deployment cycle. The complaints for system component anomaly ' appearance and difficulty or inability to withdraw system with valve through sheath were confirmed based on returned product evaluation and provided imagery. For system component anomaly ' appearance, investigations indicated that the issue is likely related to manufacturing. The issue was determined not to be related to an IFU or training manual deficiency. For difficulty or inability to withdraw system with valve through sheath, a presence of manufacturing non-conformance was unable to be determined. However, a review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. As reported, 'after crossing the native valve and pulling back the flex catheter, it was noticed that the alignment marker and the coil inside the balloon of the ds were significantly misaligned' after the procedure, a video of the procedure was confirmed, and it was found that the coil of the ds was misaligned before performing the valve alignment.' Based on the returned device evaluation, it was observed that the complaint device's spring coil orientation was assembled incorrectly. It indicates a potential manufacturing non-conformance may have contributed to the reported event. Pra determination was initiated to further assess the risks associated with this failure mode (incorrect spring coil orientation). As reported, 'since it was considered that there was a possibility that the alignment marker and the balloon were also misaligned, a decision was made to remove the ds. While trying to withdraw the ds back into the esp, decrease of blood pressure and pericardial effusion were observed, thus drainage was started. Since pericardial effusion was severe, 2nd esp and ds were inserted from the left side leg to deploy a thv valve first. After the valve deployment, blood pressure could not be confirmed. Therefore, cardiac massage and introduction of a percutaneous cardiopulmonary support (pcps) were performed. Then, after the blood pressure became stable, the 1st ds and esp were removed as a unit. Per additional follow-up: withdrawal difficulty occurred when withdrawing the ds back into the esp since there was a thv valve crimped on the ds.' Per training manual, 'crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.' Based on imagery review, valve appeared to be aligned on the inflation balloon and residual fluid was observed in the balloon after removing the system. In this case, it is likely that crimped valve aligned on balloon and residual fluid may have altered the device profile, contributed to the withdrawal difficulties as the altered device profile was more susceptible interacting with vasculature/sheath tip. Additional forces may have applied to pull the altered device during withdrawal and caused delivery system with crimped valve interfering with vasculature. As a result, surgical intervention was performed to stabilize patient's performance. As such, available information suggests that procedural factors (withdrawal of an altered device profile) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.